Event description:
Event description guidant received information that this pacemaker had noisy electrograms. At the next visit, the device had stored electrograms that were actually due to noise. The device has misinterpreted the interference as tachycardia episodes. The patient was not in an electrical environment and no such interference was reproduced when asking the patient to breath deep. Pocket manipulation indicated no issues. The physician suspected the noise may be due to the minute ventilation (mv) rate response sensor.